Event description:
A malfunction was reported by the distributor in the czech republic, labeled by code 16-0x20e6, with no preceding notable events leading to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed of the need for pump replacement, and a replacement pump was provided by technical support, ensuring continued insulin delivery without interruption.